Manufacturer narrative:
(B)(4). The ado was not returned to sjm for analysis. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation are inconclusive because the ado was not returned for evaluation. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.

Event description:
A 6f amplatzer torqvue 180° delivery system (dtv180) was used to deploy a 6/4 mm amplatzer duct occluder (ado). After the ado passed through the sheath hub, the ado became difficult to advance despite multiple attempts. The 6f dtv180 was replaced with a 7f dtv180. The initial ado was deployed using the 7f dtv180 and detached in the pda close to the pulmonary artery; however, shortly after it was released the ado embolized toward the aorta. A gooseneck snare was unable to retrieve the ado via the left femoral artery. A biotome and 8.5f agilis sheath were used to percutaneously remove the ado. An 8/6mm ado was implanted successfully using the 7f dtv180.